Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician inserted the disposable device and "lost distention". The physician then noted "she had perforated the uterine cavity". A diagnostic laparoscopy was performed which confirmed a perforation. The procedure was aborted. No intervention was required and the patient was discharged home.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Device history record (DHR) review was conducted for the myosure control unit. No relationship can be established between DHR and current complaint. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise case at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).